Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had red and itchy welts under the therapy electrodes. The patient reported that he had an allergy to nickel. The patient's physician advised the patient to remove the lifevest to allow the irritation to heal. The medical outcome of the irritation is unknown.